Manufacturer narrative:
It was discovered with the supplemental information received that the product previously reported as unknown hip stem was not correct. The actual product is a nexgen knee and this case will be further reported under the new case (B)(4) from zimmer inc., (B)(4). Zimmer (B)(4) will invalidate this case from the system as zimmer (B)(4) is not the manufacturer of the product. Please invalidate this case from your system. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the implanted product is a nexgen knee, manufactured by zimmer inc., (B)(4). A revision surgery was performed on (B)(6) 2014 due to loosening.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported, that the stem (poduct information unknown) was implanted in (B)(6) 2013. It is also reported that the patient had a femoral implant loosening and there was a revision of the device on unknown date. The (B)(6) 2014 was reported as the date of onset of this complication.